Event description:
The pt reported, she has noticed air bubbles in her insulin cartridge. During troubleshooting, she stated she did let the insulin reach room temp before filling the cartridge although she does not always do so. The pt was advised to always allow the insulin to reach room temp before filling the cartridge. The pt stated, she taps the cartridge until she sees the air bubble come through her infusion set tubing but she does not tap it very hard. The pt was advised to tap the shoulder of the cartridge 1 time to move the air bubble to the middle of the cartridge and then prime it out. The pt was sent courtesy cartridges. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.